Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time. There was no adverse impact to the customer's blood glucose level. The customer declined to further troubleshoot, so no additional information could be obtained.